Manufacturer narrative:
Evaluation, result: no ts or suture were returned; failure mode cannot be confirmed. Product evaluation: one fast-fix 360 curved needle delivery systems was returned for evaluation. Visual assessment of the device showed the actuator is in its pre t2 deployment position indicating a deployment of t1. Device was functionally tested for proper actuator advancement and cycling, device functioned as intended. Although the failure mode cannot be confirmed, a corrective action has been opened to investigate this failure mode. A review of the device history records associated with this manufactured lot confirmed that no abnormalities were reported with this product during manufacture. (B)(4).

Event description:
During a posterior medical meniscus repair, it was reported that t1 did well in first trial but t2 did not deploy. When pulling on the suture knot without using any pressure, both suture and peeks comes out.

Manufacturer narrative:
One fast-fix 360 curved needle delivery systems were returned for evaluation. Visual assessment of the device showed the actuator is in its pre t2 deployment position indicating a deployment of t1. No ts or suture were returned. Device was functionally tested for proper actuator advancement and cycling, device functioned as intended. The described failure is most likely related to the distance between the deployed t1 implant and the needle tip. The suture length may allow the user to deploy the 2nd implant prematurely if the trigger is advanced prematurely or if the needle is pulled back too far from the site. No patient risk is associated with this type of event. No deficiencies were identified within the device history review for this production lot. Complaint history review identified no additional complaints for this lot.